Event description:
It was reported that the customer passed away. Family member stated that the customer was wearing the pump at the time of death. Also family member reported that family member tried to wake up the customer but family member found pt dead. Customer's physician stated that she does not know exactly the cause of the customer's death, but the family member stated that the customer had low blood glucose the night before. Called family member and they did not provide any information.